Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited atrial undersensing with noisy signals was found on the right atrial (ra) channel upon reviewing the patients latitude communicator report. Technical services (ts) was consulted and recommended programming changes to optimize device functionality. Technical services also noted it appears the patient has been in atrial fibrillation since the dual chamber pacemaker was implanted. At this time the pacemaker system remains in service. No adverse patient effects were reported. Additional information was received that this patient underwent a therapy upgrade procedure. The device was explanted and sent to boston scientific for analysis. No additional adverse patient effects were reported.